Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, it was detected, that the claimed video telescope only generates an image with a defect in color. It was changing color images and was switching between a green and a violet/purple/pink image. After the disassembly of the item and the check of the single components, it was determined, that the failure was caused by a defective r-unit. The following causes could be prioritized, for the failure ¿green image¿: unacceptable tension in the area of the "ccd w. Holder" assembly, due to use of an adhesive. Which, is not adapted to the load/temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve". Unacceptable tension in the area of the "ccd w. Holder" assembly, due to asymmetrical alignment of the spring to c-holder, before the bumper sleeve is joined. Pre-existing damage to the "ccd w. Holder" assembly,due to using a suboptimal adhesive device/ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green image. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).